Event description:
It was reported that the patient was listed for a vats lobectomy and it was noticed that the tumor invaded down to the diaphragm so a bi lobectomy was needed. The procedure was started using vats technique and the tissue was quite stuck. The vessel was identified and a stapler placed around the pulmonary artery, this was difficult as there was not a lot of room at the back of the vessel. The stapler was closed without too much difficulty and held for 15 seconds. The doctor was aware that the firing handle needed to be operated in one smooth motion plastic to plastic. The doctor started to fire and then said it was not right and released the handle, he advised he did not hesitate. The stapler was opened and there was no bleeding, staples had started to fire and only a very small cut line. I looked at the cartridge and the staple drivers had moved 2/5 along the length of the cartridge. The surgeon used a few ties to go below and above the staple line that had formed. The surgeon then started to cut between the ties but this was too difficult. The surgeon then placed a hemalok gold on the specimen side of the pulmonary artery. The artery was then divided. During some more dissection the pulmonary artery started to bleed and a vascular clamp was used and the artery over sewn with 4-0 prolene. During more dissection to get to the bronchus the hemalok slipped slightly and there was bleeding from the specimen side. This was controlled but a thorocotomy was performed and the procedure completed open, 2 lobes were removed. The tumor was advised to be large. Procedure was prolonged 60 minutes. Additional information has been requested.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.